Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that the softclix lancets were uncapped out of the original bag or box that they came in. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.